Event description:
It was reported the pt felt heating at the pocket site when using his programmer. The staples were removed. Follow up identified the issue will be monitored.

Manufacturer narrative:
This ipg serial number was included in a field correction. (B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.